Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Patient was re-swabbed and retested on different veritor and result was negative. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0345774. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A bhr review was conducted and the complaint could not be confirmed. The retention investigation could not be performed as the batch number provided is expired. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Patient was re-swabbed and retested on different veritor and result was negative. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).